Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, cracked middle (enter) keypad button. The pump was received without a battery cap. After battery installation, the down, up, and middle keypad buttons did not always work. Unable to perform the self test due to the intermittent keypad buttons. Was able to input the current time and date into the pump and monitor it for 3 hours though. After this time period elapsed, the pump did display the correct time and date. On a previous date, thump was able to upload trace/history files. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump]. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. Using a digital multimeter to check for continuity, the ground trace of the go back, up, left, down, and middle (enter) keypad buttons were connected together, the ground trace of the right and menu keypads were connected together, however, there is some resistance between the grounds of both groups of keypad buttons. The resistance was traced to around the u1 ambient light sensor component. It turned out that there is a intermittent trace at pin 4 of u1 as seen under a microscope. In summary, the customer¿s report of an unresponsive keypad was confirmed during testing. This is due to a intermittent ground trace at u1 pin 4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, time/clock anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the found that the buttons were not responsive. The pump was not exposed to altitude change and the minutes did not change in the time display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.